Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection confirmed that the outlet connector on the main unit was missing. It is thought that the outlet connector has become loose due to long-term use of the device. The outlet connector was attached to the main body. There is no repair history in the past for this device. The reported problem is not related to previous ICU medical repairs.

Event description:
It was stated that parts of the disposable breathing circuit outlet are missing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.